Event description:
It was reported that during a procedure to upgrade the patient to a bi-ventricular implantable cardioverter defibrillator (ICD) device the chronic left ventricular (lv) lead appeared to be fractured. Once the lv lead was freed from the tissue, it was evident that the lv lead had broken off. The remaining portion of the lv lead inside the pocket was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.